Manufacturer narrative:
Additional information was added to d10, h3, h4, h6 and h10. Correction to e1: initial reporter phone no. (Incorrect format). H10: the actual device was received for evaluation. The sample was returned to the plant containing 8 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) over-infused during a patient infusion. The reporter stated that infusion ran over 25 hours instead of 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.